Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was not replaced. After the device was removed the patient recovered without sequelae.

Event description:
Further information received confirmed that the device was explanted yesterday. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported there was not a successful trickle charge. The battery was completely dead, and no diagnostics were possible due. The patient had a surgery consult. The reporter thought the patient had percutaneous leads that would probably be replaced with a paddle lead. It was projected the patient would have surgery within a month.

Event description:
Follow up information reported that device explantation was scheduled for (B)(6) 2013. If additional information is received, a follow up report will be sent.

Event description:
It was reported that there was a dead battery and unknown impedances due to an inability to check impedances. It was noted that a trickle charge would be attempted and it was unknown if any diagnostic testing or troubleshooting was performed. It was reported that there was battery depletion because the patient stopped charging, and there was a lead or extension break or fracture at an unspecified location. It was noted that a lead had an impedance issue and the patient was told that an electrode was open. There were no patient symptoms or complications associated with the event, and the patient status was noted as no injury. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the lead, (B)(4), found that the distal end conductor was broken. Analysis of the ins found no significant anomaly. It was noted that the ins battery had reduced capacity due to overdischarge. Analysis of the extension, (B)(4), found no significant anomaly. It was noted that the extension body was cut through and the product was segmented. Analysis of the extension, (B)(4), found no significant anomaly. It was noted that the extension body was cut through and the product was segmented. Analysis of the lead, (B)(4), found that the distal end conductor was broken. Analysis of the one anchor found no significant anomaly. It was noted that the silicone portion of the anchor appeared to have been cut by suture. Analysis of a second anchor found no anomaly.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2007-(B)(6), product type lead, product ID 37742, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2007-(B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2007-(B)(6), product type extension, product ID 3778-60, serial# (B)(4), implanted: 2007-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that to the manufacturer representative's knowledge the patient was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.